Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that patient is complaining of stimulation/sensation in his neck/throat area during an lv and rv threshold, regardless if in odd or wi. Patient was sitting up. Supposedly ts was able to determine it was happened with ap. Checked av pacing at 80 ppm with avd at 130, had it. Checked again with av at 90 and 150 respectively, did not have. Further review, patient was having infrequent pvc's. Sounded more like pacemaker syndrome. Caller stated she was satisfied but ts overheard md ask patient if he felt good, he stated he was still short of breath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).